Event description:
As reported by the study, percutaneous coronary intervention (pci) was performed on lesions in the proximal left anterior descending (lad) and in the mid right coronary artery (rca). Almost 11 months later, the pt presented with silent ischemia as evidenced by stress echo. Angiography was conducted and indicated 0% stenosis of the lad stent, but 70% focal stenosis of the mid rca stent. There was no evidence of peri-stent stenosis or aneurysm. It was treated by cutting balloon and the pt was asymptomatic at discharge. This event was classified as highly probably related to the study device implanted in the mid rca only.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for intervention was an acute anterior wall st elevation myocardial infarction (stemi) greater than 72 hours of the pci. Thrombolytic agent was given and new q- waves also developed. Pre-procedure ck and ck-mb were three times above the upper normal limits and troponin was greater than or equal to 5 times above the upper normal limits. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, and low molecular weight heparin. Pci was performed on an 85% de novo lesion in the proximal left anterior descending artery (lad) of 20mm in length in a 3.0mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus present. Thrombin inhibition in myocardial infarction (timi) ii flow was also recorded pre-procedure. A 3.0x33mm cypher select plus stent was deployed at 18 atm with satisfactory results by direct stenting. Thrombin inhibition in myocardial infarction (timi) iii flow was restored post-procedure. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Pci was performed next on an 85% de novo lesion in the mid right coronary artery of 15mm in length in a 3.0mm vessel diameter. The (type c) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. Thrombin inhibition in myocardial infarction (timi) ii flow was also recorded pre-procedure. A 3.5x33mm cypher select plus stent was deployed at 18 atm with satisfactory results by direct stenting. Thrombin inhibition in myocardial infarction (timi) iii flow was restored post-procedure. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. At the 6 to 24 hour interval post-procedure ck and ck-mb were 2 and 3 times above the upper normal limits, respectively. Troponin was greater than or equal to 5 times above the upper normal limits. At the 24- hour interval to discharge, ck and ck-mb were within normal limits but troponin remained unchanged. The pt was discharged 6 days after the index procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. At the 1-month follow-up interval, the pt was asymptomatic for angina symptoms. Post-procedure medications were ongoing. No new adverse events or surgeries were reported. At the 6-month follow-up interval, the pt has anginal pectoris. Post-procedure medications remained unchanged and no new adverse events were reported. At the 1-year follow-up interval, the pt was asymptomatic for anginal symptoms. The repeat pci and angiography were noted. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.